Event description:
It was reported that the patient has had phrenic nerve stimulation for a long time and that the patient had complained of diaphragmatic pacing. There was no capture on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the continuity test performed using destructive analysis, result was passed. There was no fractured was observed. In this case, lead returned in 2 pieces (distal and proximal segments). The distal segment was stretched. Therefore, I am not sure if the full lead in segment was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4037 boston scientific competitor lead, implanted unknown. (B)(4).